Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
Customer reported high bg (432 mg/dl) after bolusing and the pod initiating an alarm. The customer reported blood in the cannula. Device will be returned for evaluation.